Event description:
The customer reported an intermittent charge/shock failure message during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the hospital biomed. Status logs show charge/shock failure messages. The therapy pca was replaced to resolve the issue. The device passed testing and was returned to service.